Event description:
Device overheated and patient received a superficial burn to lower left lip mucosa during a double arch all on four procedure. Patient has healed normally and no further need for medical attention has been reported. Doctor can not identify which of two possible handpieces were involved in the injury so both are reported for the same adverse event. This is report 1 of 2.